Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an implanted neurostimulation system was associated with a return of pain and new pain unrelated to baseline. It was further reported that the patient requested device removal and the full system was explanted in april. The issue was reported as resolved, and the patient was alive with no injury. No replacement product was required. The manufacturer representative (rep) indicated they would send any further information as they become aware.